Event description:
The following information was received from global pharmacovigilance (gpv): this is a solicited report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal unknown and extraneal clearflex therapies. On an unreported date, the patient experienced peritonitis. It was not reported whether the patient was hospitalized or received any remedial treatment. The outcome for the event of peritonitis was not reported. Action taken with dianeal unknown, and extraneal clearflex therapies were not reported. The reporter did not provide an assessment of causality for the event of peritonitis and the relationship to dianeal unknown, and extraneal clearflex therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.